Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge. In addition, the customer experienced difficulty charging the pump with a tandem usb cable. The customer was able to successfully charge the pump with an alternate usb cable. Subsequently, part of the usb cable became stuck inside the usb port resulting in the pump battery being unable to charge. The customer¿s blood glucose level was 157-251 mg/dl. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery and particles in usb port issue was verified. The usb cable was not returned for investigation, therefore the alleged usb cable issue was unable to be verified.